Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed peritonitis. It was not reported if the patient was hospitalized for the event of peritonitis. A peritoneal effluent analysis and culture were not performed. On (B)(6) 2010, the patient was treated with vancomycin injection 1 gram intraperitoneally (ip) (loading dose) and amikacin injection 125 mg ip once daily (continuing). The outcome and treatment for the event of peritonitis was not reported. Pd therapy was ongoing. Per the nurse, the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.